Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm that it had a knob defect. No fault was found and the epg was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a knob defect. There was no patient involvement.